Event description:
The customer reported an uncontained clear fluid leak of approximately two (2) ml from the probe of the coulter ac.t diff analyzer during startup. The customer was not running patient samples when the leak occurred. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing gloves when the leak occurred.

Manufacturer narrative:
The fse found that the sample line was kinked and was causing a leak at the probe. The fse straightened the line and the instrument ran without any leaks. (B)(4).